Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The home patient stated that the white clamp with no bag attached to it was open. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm, on the home choice (hc) unit. The problem was noted during use with the patient connected in dwell 3 of 5. At the time of the alarm, the home patient (hp) was still connected to the hc. The supply bags are empty, and there was solution in the heater bag only. The hp advised that the white clamp with no bag attached to it was open. The technical service representative (tsr) explained the alarm and helped the hp clear the alarm by turning the hc off/on. The tsr had the hp turn the hc off/on again and the hc progressed to display the message "press go to start". The hp was to finish therapy with a manual bag. The hc met device specifications and was safe to leave in the hp's home. There was patient involvement however there was no patient injury or medical intervention, associated with this event. Baxter followed up with the hp. The hp confirmed the event. The hp confirmed that he did not advise his renal unit of the event but that he would do that today. Canada pharmacovigilance (cpv) followed up with the hp's peritoneal dialysis (pd) nurse who advised that the patient had informed the clinic of the events. The pd therapy is continuing.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.